Event description:
Jp drain was placed post operative of open quadriceps repair. Upon surgeon pulling the drain in order to discharge the pt, the drain snapped off between the holes. It appeared that there was a retained portion of the drain. The pt was taken to surgery to remove the retained portion that day. Pt was recovered and discharged without adverse effect. Diagnosis or reason for use: quadricepsplasty left. Jackson pratt drain - both lots were mentioned because not certain which was implanted into pt -these were the only 2 in stock.